Manufacturer narrative:
The event of infection (late onset) is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: infection (late onset).

Event description:
Patient reported via regulatory agency pain in the breast , eczema, itching, burning nipples, nodules, cystitis and candida. Patient also reported via regulatory agency nausea, fatigue, tachycardia, joint pain, lost of hair, menstrual disorders, quists, loss of strength in the hands, limb paresthesia, alimentary intolerance, blurred vision accompanied by inflammation of the eyelids, dark circles, dry mucous membranes, sweating, reflux and metallic bitter tastes; these events are not device related. This relates to unknown side. Device remains implanted.